Event description:
The affiliate reported: it was noted fluid did not flow through the valve during l-p shunt on (B)(6) 2014. The device was removed during the case since fluid flow could not be confirmed even by tapping. It was reported that the lumber catheter manufactured by other company was broken when the surgeon tried to remove the valve and the catheters. He tried to implant the backup devices ((B)(4) and another lumber catheter), but he gave up because it seemed too difficult to implant the lumber catheter. Temporal drainage of fluid was done and the case was closed without implanting a valve and catheters. The piece of broken catheter was left in the patient's body.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.